Event description:
It was reported that the patient presented for in clinic routine follow-up. Upon interrogation, failure to capture was noted on patient's left ventricular lead. Lead dislodgement was confirmed via x-ray imaging. The physician planned to reposition the same lead, but the stylet failed to advance inside the lead. The physician explanted the lead and replaced with a new one. The patient condition was stable.

Manufacturer narrative:
Correction: previously section a for patient information should leave as blank due to restrictions on data collection.

Manufacturer narrative:
The reported events were lead dislodgement, failure to advance stylet and failure to capture. The reported event of failure to advance stylet was confirmed but the reported event of failure to capture was not confirmed. As received, a complete lead with stylet stuck was returned in one piece. The connector pin with the cap and crimp sleeve were found pulled out of the connector assembly slightly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event of failure to advance stylet was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal/insertion of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.